Event description:
It was further reported that the device had been inactivated and left in place at the time of the device replacement, and was later removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were two patient alerts for charge circuit timeout on (B)(6) 2013, and two patient alerts for long charge time greater than 30 seconds on (B)(6) 2013. Six ventricular fibrillation (vf) episodes of less than or equal to 210 milliseconds average ventricular cycle occurred between (B)(6) 2013. The time of elective replacement indicator (eri) in the save to disk occurred on (B)(6) 2013, with device eri voltage of less than or equal to 2.62 volts. (B)(4).

Event description:
It was reported the patient experienced a ventricular tachycardia (vt)/ ventricular fibrillation (vf) storm and there was an alert for charge circuit timeout due to charge time greater than 30 seconds. The patient was rescued externally and was intubated in the intensive care unit. It was noted that the battery had been close to eri prior to the episodes and was below eri voltage afterwards. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.